Manufacturer narrative:
Three photos received by our quality team for investigation. Through visual inspection, a syringe connected to a needle is observed. The needle cap is broken at the edge and a piece of it has come off, it is not clear if it is inside or outside the syringe. Physical sample is required to further analyze. A device history review was performed for lot 2204067, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Material 303172 is a syringe only product, it is possible the issue is with the needle component.

Event description:
Per customer response: was the reported incident noticed before, during or after use? (It was noticed during sample preparation, before injection) was the needle connected to the syringe prior to the procedure? (At what point the needle was attached to the syringe is not known.)

Event description:
A foreign body was found in the needle (based on the pictures the syringe is meant); it seems like a part of the filter needle cap broke off and is in or on the syringe.

Manufacturer narrative:
Pr: (B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.